Event description:
Healthcare professional reported "skin necrosis". This relates to the left side. The device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason(s) for reoperation is/are: "skin necrosis." The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: necrosis. Clarification to d4: natrelle inspira silicone-filled breast implant was reported.